Event description:
Additional information was received. It was reported the cause of the stimulation output issue was the stimulator would turn off without the patient telling it to do so. It was noted that if the charge went below 30% the stimulator automatically turned itself off. The patient was educated and they would now watch to see if that happened. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date: date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having issues with their stimulator. The patient would be doing something and their back would start to hurt; they would check to see if they needed to charge the implant, but their stimulation will have turned off and the controller will show stimulation was off. The patient confirmed the pain was due to their stimulation being off. This has happened 5-6 times in the last couple of months and the issue started sometime in september. The last couple of times this issue happened, their implant battery level was at 80%. They didn't carry their controller with them, and they set it on the counter and only took it off when they charged their implant. They have had no falls or trauma recently. The patient inspected their controller and confirmed that the white button at the top was not stuck, and all connectors in the battery compartment looked okay. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.